Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. Three days post procedure, it was noted that the atrial lp was not capturing. The lp was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. Visual inspection of the device found no anomaly on the outer or inner helix; the helix lengths were within specification. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Analysis performed, including output verification, found no anomaly contributing to reported event of capturing problem. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.